Manufacturer narrative:
Physio-control further evaluated the customers device and the battery flex cable was determined to be the cause of the reported issue. The device was archived by physio-control and the customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device cannot be power up by pressing the on/off button. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control performed an initial evaluation of the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device cannot be power up by pressing the on/off button. There was no patient involvement reported with the event.